Event description:
Information received by medtronic indicated that when the customer gave a dose the dial was spinning but won't passed to 4 units. Customer stated that the screw was not moving as intended. Customer stated that screw did not move when the button was pushed. Customer were advised to try another needle and prime the inpen to confirm insulin exits but insulin did not exit. Customer reported that the injection foot touching the plunger inside the cartridge. No harm requiring medical intervention was reported. The inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.